Manufacturer narrative:
The returned device was evaluated. During external visual inspection cosmetic damage was observed on the top and bottom shell. The device was powered on and led segments on the led digits display failed to illuminate. The device was able to obtain readings using a masimo sensor. Internal inspection showed the failed led segment on the instrument circuit board had an open circuit across its nodes. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has segment issue and there is a stripped bolt on the back. No patient impact or consequences were reported.